Event description:
It was reported that the battery of this proponent device was suspected to be prematurely depleting. At this time, all evidence indicates the device remains in service and no adverse patient effects were reported. Please note: the model/serial information of this device is currently being requested from the field. This event will be updated should additional information be provided.

Event description:
It was reported that the battery of this accolade device was suspected to be prematurely depleting. At this time, all evidence indicates the device remains in service and no adverse patient effects were reported. Please note: despite multiple attempts, no further information regarding the model/serial of the affected device was provided from the field. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
The device family was updated from proponent to accolade.